Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Weekly high voltage and pacing trend data show an increase for max hvb and svc= 39 to 63 ohms peak, and min and max v.pace=384 to 624 between (B)(6) 2011.

Event description:
It was reported that a remote transmission showed a sudden rise in lead impedance the beginning of (B)(6) 2011. The patient is in heart failure and is on diuretics. Dehydration can cause a rise in impedance. It was further reported that the most recent check of the lead noted that the impedance had come down some from the previous remote transmission. The lead remains in use. No patient complications have been reported as a result of this event.